Event description:
Customer reported via phone, she was having issues filling the reservoir. Customer also was experienced low blood glucose levels of 14 mg/dl, treated with food and current was 177 mg/dl. Troubleshooting was performed. The drive support cap was reported normal. Customer was disconnected during the rewind process. Customer stated the doctor changed his rates for the insulin pump and she believes they are incorrect. Customer was advised to monitor the device. She changed the vile of insulin and was able to do a complete set change. Customer is returning the insulin pump for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 3004209178-2015-69608.